Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. Attempts to read the device memory resulted in an -operation failed- message. As the pulse generator was nearing elective replacement indicator, it was to be replaced.